Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
This emdr is being submitted for unknown number of products with unknown lot numbers over the six-months period. The end user reported that the starter hole of moldable wafer was off center prior to use. She felt that this made the product unusable. The customer reported first noting this more than six months ago. No photo was available at this time.